Manufacturer narrative:
The device is not available for evaluation; as such, a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, the alcohol bottle o-ring was broken and needed replacing. There is no reported harm to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the o-ring on the alcohol bottle cap was damaged by external stress or something sharp. However,since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿5.6 inspecting the connectors: check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents. If any irregularity is found, do not use the reprocessor and contact olympus. Do not use the reprocessor if any connector seems to be damaged or defective. Using the reprocessor when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment." Olympus will continue to monitor field performance for this device.